Manufacturer narrative:
Concomitant products: 694765, lead, implanted: (B)(6) 2003; 5076-52, lead, implanted: (B)(6) 2015. Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.